Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that they had a high blood glucose level. The customer blood glucose level at the time of the incident was 400 mg/dl. The customer noted that his quick release was disconnected. She reconnected it and administered a manual injection. The customer blood glucose at the time of the call was 219mg/dl. The insulin pump will not be returned for analysis .